Manufacturer narrative:
Concomitant product: product ID 8711, serial# (B)(4), explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
It was further clarified that the report of the catheter connector meant the proximal end of the catheter. Information related to the physical connection has not been obtained as the reporter was waiting for the analysis results. If additional information is received, the event will be updated.

Event description:
It was reported that there was leakage of drug from the pump-side catheter and related to the procedure. The relationship to the investigational drug, catheter, pump and programmer was noted as unrelated. The neurologist was made aware of the catheter damaged during the pump replacement procedure on (B)(6) 2014 (see manufacturer report # 3004209178-2015-01109). The neurologist appeared to have been concerned about the damage. On (B)(6), the neurologist made a request to orthopedic physician that "a contrast study be done on the catheter." The orthopedic physician requested the contrast study just in case. The catheter contrast study was performed on (B)(6). No leakage was found in observations made by fluoroscopy. A computerized tomography (CT) scan was also performed and no leakage was observed. The catheter was judged to have no issues. However, two hours after the investigation, a phone call was received from the orthopedic physician that upon closer inspection of the CT images, contrast fluid was confirmed to be trapped in the bottom part of the pump pocket, under the pump. The cause was not determined but analysis of the catheter was requested as there was report that there was a hole in part of the pump-side catheter. An exchange procedure was scheduled for (B)(6) 2015 to change the indura catheter to an ascenda catheter. This was all reported as undergoing confirmation and the daily dose was continuing. Further, the catheter replacement surgery was performed and the indura was replaced with an ascenda. The damaged part could not be confirmed on the distal catheter. In addition, it was further reported that although the catheter was damaged (see manufacturer report #3004209178-2015-01109), outflow from that site could not be confirmed. However, contrast medium outflow toward the lower part of the pump has been confirmed in the contrast study, and thus the pump-catheter connector was now considered the cause. Clarification was requested regarding the pump-catheter connector. No patient symptoms were reported. The adverse events were resolved and the outcome was reported as recovered as of (B)(6) 2015. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the returned catheter revealed the pump connector had coring-tears-cuts in the seal due to the outlet port which was not user related. The pump connector also had a broken suture ring.

Event description:
On 2016-05-27 information was received from the health care provider that the patient's underlying disease was spinal in origin and spastic paralysis with unknown cause. The date of onset was not known. Complications and past history were also reported as unknown. There was report of aggravation of spastic paralysis due to catheter damaged. A pump operability test was not performed but a catheter x-ray study was performed on (b)(64) 2015 with abnormal findings of catheter damage. Similar to what was previously reported, it was now also reported that on (B)(6) 2015 there was no anomaly as a result of catheter x-ray study. A computerized tomography (CT) scan identified contrast media retention in the cavum subarachnoidal. The attending physician assessment noted the connector between the catheter and the pump had an anomaly, however, the cause of the issue was unknown. There were no overdose or withdraw al symptoms. The classification of severity was noted as ¿3¿ (severe). The treatment for the adverse event noted the investigational drug was not changed, none for the drug therapy but that a catheter replacement occurred on (B)(6) 2015 and the spasticity was und ER remission afterwards. The causality was reported related to the catheter but not to the drug, pump, programmer, or surgical procedure.